Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/19/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt)/atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a heart block av third degree requiring a temporary pacing wire. During the procedure, complete heart block occurred and the patient was temporarily paced. Patient was transferred to the intensive care unit for overnight monitoring. Patient required an additional day of hospitalization as a result of the adverse event. Patient fully recovered. Conduction system normalized and no permanent pacemaker was required. Patient was discharged on post-procedure day 2. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and the patient¿s anatomy. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection test was performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block av third degree remains unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17603899m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt)/atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a heart block av third degree requiring a temporary pacing wire. During the procedure, complete heart block occurred and the patient was temporarily paced. Patient was transferred to the intensive care unit for overnight monitoring. Patient required an additional day of hospitalization as a result of the adverse event. Patient fully recovered. Conduction system normalized and no permanent pacemaker was required. Patient was discharged on post-procedure day 2. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and the patient¿s anatomy. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.